Event description:
Lina loop broke while amputating the uterus above the cervix. The fractured segment of what had been the loop then made contact with the sigmoid colon while electrically energized creating a full thickness thermal defect approximately 1 cm in length the umbilical incision was extended to allow for the colon to be brought up inspected and closed.